Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the sorin s5 system. The incident occured in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Soring group (B)(4) received a report that the level sensor of the sorin s5 system alarmed during a procedure. There was no report of patient injury. Sorin group (B)(4) has requested that the device be returned for further investigation. A follow-up report will be sent when the investigation is complete.

Event description:
Soring group (B)(4) received a report that the level sensor of the sorin s5 system alarmed during a procedure. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin s5 system. The incident occured in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Soring group received a report that the level sensor of the sorin s5 system alarmed during a procedure. There was no report of patient injury. The device was returned to sorin group (B)(4) for investigation. Visual inspection did not identify any abnormalities with the returned device. The returned sensor was functionally tested and an electrical check was performed and no faults were reproduced. The unit worked as expected. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As the issue was not reproduced, a root cause could not be determined and corrective actions were not identified. Sorin group deutschland will continue to monitor for trends related to this type of issue.